Event description:
It was reported that the anesthesia workstation failed internal leakage test during system check-out. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the anesthesia workstation failed several tests during system check-out. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed gas leak, were a gas analyzer test and sporadically auto and man ventilation leakage tests failures. The technician checked the unit and replaced aion with usage of aion kit. The issue has been solved. The device was returned for use. There were no further failures. A fault related to aion gas analyzer will not affect ventilation or agent delivery but it may affect the measuring of gases. Unfortunately, the complete device logs were not received nor replaced part have been available for the further analyze of the issue. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/23/2016 corrected manufacture date: 12/14/2016 #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse